Event description:
It was reported that there was a lead warning for undefined resistance and no capture at maximum outputs. There was also a polarity switch. The bipolar coil is possibly fractured. The lead was left in unipolar and remains in use with continued monitoring by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.